Manufacturer narrative:
An event regarding damage involving a mako instrument, gap spoon, was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including lot code details, operative notes, patient details and return of the device are needed to fully investigate the event. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The 1-2 spoon is bent. Case type: tka.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The 1-2 spoon is bent. Case type: tka.